Event description:
Additional information indicated the ipg was replaced due to recharging burden. However, the ipg provided at least 24 hours of therapy when fully charged which met device requirement prior to surgical intervention. Therefore, there was no confirmation of device malfunction.

Manufacturer narrative:
The device is no longer reportable as ther e is no allegation against the device. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Attempts were made to obtain complete event details but have not received.